Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-003-pro and protocol 2015-004-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). .

Event description:
End-user reports that when trying to remove the wafer a small area of skin was torn off also. The torn skin was approx 2 inches wide at 6 oclock. States the eakin was very difficult to remove. Has applied safe and simple no sting wipes before applying eakin.